Event description:
I had saline mentor breast implants put in under muscle in (B)(6) of 2009. Within a year my body crashed. I had joint pain, memory fog, dizziness, tingling numbness in limbs, sleep disorder, malaise, etc. I was eventually diagnosed with unspecified mixed connective tissue disease after many doctor visits and many tests. I had been a healthy woman in my 30's that went into a state of illness and unable to lead a normal life. Things continued to get worse and last year spent 6 months in bed with doctors couldn't figure out why I was so sick. I finally explanted in (B)(6) 2016. I am starting to detox in hopes of a full recovery. I was completely healthy until after getting implants and everything changed for me.